Manufacturer narrative:
The device history record was reviewed and showed that this module met specifications on the date of manufacture. The device was not received rather a technician was sent to evaluate the system on site. The evaluation revealed the base plate and laser switch were defective. The investigation is ongoing.

Event description:
A user facility in france reported that during a retinal detachment surgery at the end of the air vitrectomy the laser would not start. As they could not get the device to work they had to permanently infuse the eye with air. A second machine was used to complete the surgery. Surgery time was doubled, however no additional anesthesia was required. At the patients first check up their retina was flat under silicone and patient had a 5/10 acuity due to the cataract.

Manufacturer narrative:
The product evaluation confirmed the failure mode. The most probable root cause is component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.